Manufacturer narrative:
Returned device was received in worn physical condition. The device had a broken pole clamp, cracked tank cover, wear and tear on the line cord, enclosure and front cover. During the evaluation of the device, the issue was confirmed and isolated to a damaged micro switch. The switch was damaged by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was not pumping. There were no reported adverse events.